Manufacturer narrative:
(B)(4). This is a report of use error where a patient breached asceptic techniques. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient breached asceptic techniques during peritoneal dialysis therapy. The patient went to connect themselves and bumped their thumb on the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.